Event description:
It was reported that during a procedure using femoral access to the internal carotid artery, while attempting predilatation with the viatrac balloon dilatation catheter (bdc) inflated once at 12 atmosphere the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.